Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device had a tamper switch not working and needed a new battery. No patient involvement was reported.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted unresponsive tamper switch - replaced tamper switch. Corroded rj45 on comm board- replaced rj45. Missing battery back - replaced battery pack. A review of the device history record for sn (B)(6) was performed from date of manufacture 07/19/2018 to present date 01/13/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to customer damage of the comm board - rj45 faulty (corroded). The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device had a tamper switch not working and needed a new battery. No patient involvement was reported.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device had a tamper switch not working and needed a new battery. No patient involvement was reported.